Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please clarify about "the sutures were fragile during use." Did the suture broke? Yes. The suture broke during use. Any patient consequences? No. When did event occur pre-op (before use on patient) ? Or intra-op (during use on patient while suturing) ? Intra op for eye surgery. Was procedure completed successfully? Yes, customer change to new device. Investigation summary: seven unopened samples of product code w529h, lot # mcm976 were returned for analysis. During the visual inspection of the seven samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected and no needle breakage were noted. The sutures were dispensed without problems and examined along of the strands and no defects, or damaged were observed. A functional test was performed and the pull force and tensile strength were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Device history lot: a manufacturing record evaluation was performed for the finished device lot number mcm976, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an eye surgery on (B)(6) 2020 and suture was used. The sutures were fragile during use. There were no adverse patient consequences reported. Additional information was requested.